Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tampered seal label was missing. Functional tests were performed, and the customer reported problem was repeated/duplicated multiple times. The root cause of the problem was determined to be that the air detector sensor was defective and inoperable. Actions were taken to mitigate the reported issue: the air detector was replaced.

Event description:
It was reported that "air in line" alarmed during testing. No patient injury was reported.